Manufacturer narrative:
The reported event for ipg output problem was not confirmed. The ipg was functionally tested and passed all testing. The battery capacity met the expected calculated stimulation time. The ipg charged normally with lab equipment.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient had ineffective stimulation and felt a unlikely stimulation in their right leg. Upon x-ray review, impedance values were checked. Programming changes were made however was unsuccessful. Patient denies any traumas or falls. Device was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.